Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on 19dec2014. An immucor field service engineer visited the customer site on 29dec2014, as per the customer's request. The instrument was found to be running as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected compatible crossmatch test on a galileo echo, which led to a transfusion reaction.